Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital and will not be returned. This investigation will be updated should further information be provided.

Event description:
It was reported that during a scheduled right ventricular (rv) lead surgical extraction procedure, this left ventricular (lv) became dislodged from the patients venous structure. This lv lead dislodgment occurred while the physician was using a laser as part of the rv lead extraction process. As a result, the lv lead was also explanted and replaced during the surgical procedure. There were no additional adverse patient effects.